Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose over 500 mg/dl. Cause of event was due to infusion set cannula getting pulled out. Type of infusion set used was not reported. Multiple follow up attempts were made to gather additional information and to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.